Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The surgeon reported to the sales rep that the cement seems to be leaked into the blood vessel according to the x-ray after the tha. The viscosity of the cement is not low and there was not fracture. The patient has no adverse consequences now.